Event description:
Additional information was received from a healthcare provider (hcp) on 2016-dec-28. There was no issue related to the granuloma. There was no granuloma. The patient had a past history of a granuloma over five years ago.

Manufacturer narrative:
. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
**There was additional information reported that was not relevant to this event and therefore was omitted; see pe 701595310-withdrawal symptoms and pe 701594198-88/89; bolus lockout.** information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on an unknown date healthcare professional (hcp) mentioned the patient had a granuloma in the past approximately 4-5 years ago (2011). It was noted the patient did not remember exactly how long ago the granuloma happened. It was stated hcp believed they ran saline in the pump until it went away. It was stated hcp reported inflammatory mass was already diagnosed. It was unknown if the patient experienced any symptoms. It was noted hcp calling does not have any information available right now and would have to did into their archives to find any additional information. It was noted patient was treated with orals.